Event description:
In 2008, the patient's mother reported that the patient was hospitalized "the last part of last month." The patient was at work and began to feel light headed, dizzy, with chest pains, and difficulty breathing. The mother took the patient to the hospital and the patient's blood glucose measured 719 mg/dl. She was treated with an IV and "manual shots every so often." She remained in the hospital for 2-4 days. The patient resumed use of the infusion device after returning home and she has experienced elevated blood glucose of 200 mg/dl "but not extremely high." The patient's mother was not able to provide exact dates or blood glucose values. The mother attributes elevated blood glucose to the patient's diet. She stated that the patient "gets sugar urges, drinks pop, eats cookies. She does what she wants to do." No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.